Event description:
Pt was put on the laser scan and developed the following symptoms! Burned eyes, blue circle and blisters on both eyes, she initially got cloudy vision and is now having pain and pressure on her eyes, and her eyes are irritated. Pt stated that the reason she initially went to doctor was high blood pressure, but they put her on this scan equipment. Pt had no device ID info available.